Manufacturer narrative:
The device was returned, and the evaluation found no reportable malfunctions aside from the initial allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the adhesive around the objective lens of the videoscope was peeled. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the reported event occurred due to stress from repeated use, external factors, or handling of the device. The event can be detected by handling the device in accordance with the following instructions for use (IFU): chapter 3 ¿preparation and inspection¿, section 3.3 ¿inspection of the endoscope¿ olympus will continue to monitor field performance for this device.